Event description:
Per provider the unit alarms and shuts down. Per independent repair center statement the unit is alarming or red light. Item 1143497 pilot valve alarm and shutdown is the key failure.